Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, cleaning and confirmed the software version.